Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that infected pocket occurred. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Conservative orals were given then it was decided to remove the pump. Pump and catheter were explanted and custome r discarded the devices. At the time of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported.